Manufacturer narrative:
Section e: this event was reported by the healthcare facility directly to the competent authority. The healthcare facility is: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block h2 (additional information): block b5 has been updated based on the additional information received on may 30, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a procedure to treat hemorrhoidal symptoms performed on (B)(6) 2024. During the procedure, the wire of ligature was fractured and off. The procedure was cancelled and postponed, and the procedure was performed at a later date. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke. Additional information received on may 30, 2024: the speedband superview super 7 was used during a ligation of internal hemorrhoids procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a procedure to treat hemorrhoidal symptoms performed on (B)(6) 2024. During the procedure, the wire of ligature was fractured and off. The procedure was cancelled and postponed, and the procedure was performed at a later date. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke.

Manufacturer narrative:
Section e: this event was reported by the healthcare facility directly to the competent authority. The healthcare facility is: affiliated hospital of jiangnan university no.1000 hefeng road, binhu district, wuxi, china phone: (B)(6) block h6: imdrf device code a0401 captures the reportable event of trip wire broken.